Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient reported that they are a polio patient that primarily affects their left leg and they rely on their right leg for strength and stability. The trial did not have a complication, but with the permanent implant, it weakened the right leg which they really depend on for stability and that does not work for them. They indicated that they have tried all the settings, different programs, different frequencies and a different hertz, but it did not resolve the issue. The noted that they tried to involve the neurologist, but that advice was ignored. They are going to have a second surgery to explant the device, they may need another surgery because it caused a serious complication with the right knee and caused meniscus damage that no one foresaw. The patient needed help for MRI mode. Helped them connect to implant and activate MRI mode. When trying to connect to the implant they saw "not responding, close app pr wait". Patient closed and relaunched the app in order to connect. On 2025-mar-11, the patient stated that they put in the implant in hopes to get better quality of life with the post polio bladder symptoms but it zaps the nerve going down their right leg which they depend on for strength and stability and that was a horrible unanticipated side effect. Patient said that they did a trial but the trial did not elicit any negative side effects but when they put it in longer that longer period of time it brought up the side effect to the point where they had to go from a cane to a walker. Patient mentioned that the technician went and adjusted all of the parameters, the programs, the frequency and tried to do everything they could to find a more satisfactory reading and their leg got weaker and they turned it off so they couldn't lose their one stable leg and no one anticipated this, no one wanted this and the muscle got so weak that it destabilized the knee and caused them to have a meniscus injury so they were going to have the unit removed in the near future.